Event description:
The customer, beckman coulter (B)(4), reported receiving some inhibin a elisa kits which had leaked. The event was discovered upon opening the kits. The kits contained a leaking vial of wash b concentrate. No evidence of kit box being damaged. No exposure or injury was reported in association with the event.

Manufacturer narrative:
No additional information has been provided. (B)(4).